Event description:
It was reported that the pulse generator exhibited inappropriate rate increase. The issue was resolved by switching the mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.